Event description:
Related manufacturer reference number: 2017865-2024-37178 related manufacturer reference number: 2017865-2024-37179. It was reported that the patient came into the clinic for a follow-up. During device interrogation, atrial sensing and threshold were found to have changed since the previous check. The patient had reported experiencing a seizure around 4 mar 2024 and had lost consciousness and had fallen. Chest x-ray showed the device and the right atrial (ra) lead and right ventricular (rv) lead had moved. The patient was scheduled for repositioning of the device system. The patient had no complaints of any symptoms and was stable during and after the follow-up check. On 21 mar 2024, the patient presented for a revision. The device and the rv lead were both repositioned successfully. The ra lead was repositioned but the helix would not extend. The doctor removed the ra lead and appeared to have body tissue stuck in the coils, which prevented it from turning out again. A new ra lead was implanted. The patient's condition before, during, and after the procedure was stable.